Manufacturer narrative:
Final analysis found that a partial lead was returned; the reported lead fracture was confirmed. The inner coil was fractured at 22.0 cm from the connector pin. The outer coil was fractured at 29.4 cm from the connector pin.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in hospital for an atrial flutter ablation. The patient had been lost to follow up, a chest x ray revealed fracture of the atrial lead. The patient was asymptomatic. The atrail lead was partially removed. The patient would continue to be monitored.